Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and after reviewing the logs, testing the machine, and speaking with the clinical users who were present, the fse reported that the machine performed as it should. During inspection of the logs, the fse observed catheter restrictions alarms, which corresponded to the times unit went into standby. Subsequently, the fse stated that according to the user manual, during a catheter restriction alarm, the machine goes into standby and the user has to press the start icon to resume therapy. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. A supplemental report will be submitted when additional information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) went into standby mode multiple times. There was no harm or injury to the patient and no adverse event was reported.